Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2022 the following information was requested, but unavailable: *was any surgical intervention performed specially re-suturing? Explain *any medical treatment provided? If yes, please provide medicine name, strength and dose. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. Post-op inflammation. & wound secretion. This case is from health authority. The doctor used suture to sew the incision for the patient after surgery , and the patient was discharged on the 6th day. More than two months after discharge, the suture was rejected , red and swollen incision, broken suture knot, and running water. The patient came to the hospital on the 74th day after the surgery . When cleaning the wound, it was found that the fat at the suture knot was liquefied. The doctor thoroughly cleaned and changed the dressing once every two days. Incision gradually improved. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any surgical intervention performed specially re-suturing? Explain any medical treatment provided? If yes, please provide medicine name, strength and dose to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.